Event description:
Information was received from a manufacturer representative regarding an event which occurred post an initial l4/5, tlif procedure on (B)(6) 2021 due to neurological symptoms in the patient due to posterior dislocation of the tlif intervertebral bone graft. It was reported that on (B)(6) 2021, after the tlif surgery, bone fragments were removed due to neurological symptoms because of the partial protrusion of the bone graft. Instruments were prepared with the possibility of touching the implant. After the bone fragment removal was completed, the left l5 screw fracture was identified when checking the imaging during the surgery. The rod was removed and the broken screw was removed and replaced. The rod did not malfunction. There was no patient symptom reported. There were no further complications reported regarding the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: product analysis: part# 54750017535 lot# h5648091. Visual review confirms screw breakage approximately 3 threads down from the base of the bone screw neck. Visual and microscopic examination of the area of fracture initiation did not identify a pre-existing surface defect near the area of crack origination that could contribute to crack propagation. Significant fracture surface damage. Microscopic examination of the undamaged portions of the fracture surface identified a fairly flat fracture surface with some indication of multiple ratchet marks near the area of crack propagation, and gently convex progressive striations through the cross-sectional area of the bone screw. This type of damage is consistent with cyclic fatigue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.